Event description:
The baxter tech reported a broken door found during svc. There was no injury or medical intervention reported. No add'l info is available.

Manufacturer narrative:
Eval summary: the pump was eval'd by a baxter svc tech. The reproted condition was confirmed. Review of the complaint history reveals simialr reprots have been rec'd for this product for the reported issue. This issue is being investigated under CAPA.